Event description:
It was reported that a pericardial effusion, cardiac tamponade, and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was used during transseptal puncture with a versacross connect system. At the time of transseptal puncture, the transseptal sheath perforated outside of the right atrium and caused a pericardial effusion and cardiac tamponade, which was seen on the right side of the heart via transesophageal echocardiography (tee). This event occurred when trying to advance the sheath into the superior vena cava (svc) with difficult patient anatomy and pacemaker leads. The devices never crossed the septum. Cardiothoracic (CT) surgery was then performed to open the chest, evacuate the pericardial effusion, suture the perforation in the right atrium, and ligate the laa. The patient was hospitalized in the intensive care unit (ICU) following the procedure and was eventually discharged home in good condition. No further patient complications were reported.